Manufacturer narrative:
Occupation: purchase director. PMA/510k #: exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a ureteroscopy using a ngage nitinol stone extractor, "upon opening the package, it was noticed that the device would not open or close smoothly or without resistance." The device did not make patient contact. The procedure was successfully completed with another device of the same type. The patient experienced no adverse effects as a result of this alleged product malfunction.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use(IFU), manufacturing instructions, and quality control data. The complainant returned one open ngage nitinol stone extractor, lot number unknown. Device returned with the handle in the open position mlla [male luer lock adapter] is tight. Collet knob is tight and secure polyethylene terephthalate tubing [pett] measures 3.4 cm in length visual exam notes support sheath is severed 3 mm from mlla visual exam notes the support sheath points of separation has mating fractures function test determines handle does not actuate the basket formation visual exam notes when the points of separation are manually held together the handle actuates the basket formation visual exam notes a slight kink in the basket sheath 26 cm from the distal tip of the distal tip. Cook could not complete a review of the device history record (DHR) or perform complaint history search due to lack of lot information from the user facility. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The IFU provides the following information to the user related to the reported failure mode: important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Conclusion: the returned device was found to be non-functional due to sheath damage. The basket was open and could not be closed due to the red support sheath having separated near the handle. The separated support sheath was preventing the motion of the handle from operating the basket to open/close. It is possible the sheath was damaged during handling of the device. The IFU contains a caution that excessive force could damage the device. As the handling the device experienced is unknown, a definitive cause for the damage to the device could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.